Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and was alarming battery out limit. The customer was assisted with blank display trouble shooting and display returned. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit had unresponsive up and down buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power, battery out limit and failed battery test alarms due to unresponsive button.